Manufacturer narrative:
On 04-04-2023, the distributor reported the following additional information: a pump system check was performed, and the pump charged successfully and was recognized when plugged into a computer. The pump operated as intended and no failure was identified. Due to the additional information reported, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 135 mg/dl. The customer reverted to an alternate method of insulin therapy.